Manufacturer narrative:
During on site visit, the field service engineer (fse) found a smear of contamination on the output deflector. Contamination was located centrally and was in the treatment delivery path. The main deflector optic was replaced. System verification was completed. The root cause could be determined as user handling by not avoiding fluids to contaminate the device especially the optical part. The fse discovered the fluid spot on the main deflector output optic which attenuated the beam energy. The manufacturer internal reference number is: 2019-83017.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company¿s acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a patient was under corrected one day post lasik. The laser seemed to have malfunctioned on the patient's left eye. Additional information was received. The patient resulted with a myopic outcome. The patient will need additional excimer laser treatment as the excimer laser did not provide the full corrective refractive treatment.